Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The canister cover and seal were replaced. No report of patient involvement.

Event description:
The hospital reported the unit was leaking. There was no report of patient involvement.